Event description:
It was reported that multiple cartridges were leaking from the bottom of the cartridge near the pneumatic tap port. Customer loaded new cartridges to address the issues. There was no adverse impact to the customer's blood glucose level.